Manufacturer narrative:
(B)(4). This is a report of a use error in which there was a loose connection resulting in disconnection, and reconnection of the patient line (reuse of single use supplies). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient line was loose and became disconnected. The patient stated that they did not secure the patient line extension tightly to their patient line, resulting in the disconnection. The patient stated that the patient line extension disconnected and fell to the floor and they reconnected it right away. The technical service representative assisted the patient to end therapy early. Technical service representative reviewed the proper disconnect procedures with the patient. The patient understood that they needed to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.